Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 02/02/2021, 03/12/2021, 03/25/2021 and 09/12/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11: g1: updated with corrected manufacturer contact information. H6: evaluation codes were corrected/updated.

Manufacturer narrative:
Implant date: (B)(6) 2021. Explant event: (B)(6) 2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the battery was not charging and the unit shut down. The ventilator was in use with a patient and the ventilator was swapped out though no additional patient harm was reported. The customer spoke with a remote service engineer and confirmed there is 120v ac to the power supply and that the 24v output is missing. The customer was advised to replace the power supply.